Event description:
A report was received that the patient underwent an explant procedure. Reason unknown.

Event description:
A report was received that the patient underwent an explant procedure. Reason unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because he just wanted the system out. The patient was doing well post-operatively. The device was functioning well prior to the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead.